Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 380 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, displacement, and high pressure tests passed. The customer stated that her glucometer readings differed greatly with the hospital's glucometer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. See scanned page.